Manufacturer narrative:
(B)(4).

Event description:
The chronic pain patient reported she was feeling a strong instantaneous change or interruption of power in her normal activities and that it made her feel uncomfortable" and the sensation "kinda hurt. After contacting her local manufacturer office, she was told that everything was fine; there was nothing to worry about. The patient noted her ins would be implanted for seven years as of (B)(6) 2016. Additional information has been requested; a supplemental report will be filed if additional information is received.